Manufacturer narrative:
Evaluation method. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient had a rash all over her upper body. It was reported that the patient's rash may have been caused by the patient's medications. Follow-up indicated that the patient's physician prescribed an ointment for the irritation and the rash improved.